Manufacturer narrative:
Additional information received that a follow up took place and ten non sustained episodes were recorded, with a couple episodes fond to be oversensing in the rv pace/sense channel. Provocation maneuvers were performed but no noise or oversensing was seen, besides when doing one test which did shoed one episode of oversensing. The device was reprogrammed and the patient was discharged. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when connecting the lead to the newly implanted cardiac resynchronization therapy defibrillator (crt-d) the measurements appeared within range, but upon closure of the pocket oversensing and noise was seen on the pace/sense channel of the right ventricular lead. Provocation maneuvers were performed but oversensing was not reproduced. The device sensitivity was adjusted, but baseline noise was still seen although not sensed. The system was implanted and the patient will be monitored. A review of the real time electrocardiograms by boston scientific technical services (ts) noted possible air bubbles, and baseline artifacts likely introduced to the system with external defibrillation or electro cautery pads. Ts discussed air bubbles and the fact that these should subside soon after the implant, and the baseline artifacts should have resolved right away. If continued baseline artifacts are visible ts discussed checking if rrt was programmed on, and possibly turned rrt off. Ts also discussed possible reprogramming the sensitivity of the device to nominal as baseline artifacts were never oversensed by the device. The system remains implanted, and no adverse patient effects were reported.